Event description:
Country of complaint: (B)(6) . The inscription on the box label is always the same article number and lot number, but the preprinted box is different (1x novosyn and 1x safil).

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Evaluation on-going at manufacturing site.